Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with a mentor memoryshape breast implant 495cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 325cc gel breast prosthesis (right device) she presented with bilateral breast animation deformity and bilateral breast pain which required scar tissue removal and an implant reposition from a sub-pectoral to pre-pectoral position for correction of pain and animation deformity on (B)(6) 2018. On (B)(6) 2019, the patient presented with an area of thickening (1.5 x 1 cm) in the right breast at the lower pole 8 o¿clock position. As a result, the patient underwent bilateral breast revision surgery on (B)(6) 2021. All tissue resected was sent for pathologic evaluation. A verbal report was received on (B)(6) 2021 that the area of thickening on the right breast was recurrent carcinoma. After consultation with breast surgeon and oncologist, the decision was made for complete right mastectomy with tissue expander placement. This procedure was performed on (B)(6) 2021. The explanted intact implant was sent for gross evaluation by pathology. Tissue pathology found dcis but no invasive carcinoma. All margins were clear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-12713 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, animation deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).